Manufacturer narrative:
The requested instrument log files were not provided. Review of the bimonthly testing being performed by the tech ops group showed no signs of unexpected upward drift for ctni lot 231214002. The root cause was unable to be determined.

Manufacturer narrative:
The data files have been requested for investigation. As previously stated, very limited information has been provided. The cause of this event is unknown.

Event description:
The customer reported that two patients had false positive troponin results on the stratus cs. Very limited information has been provided. Siemens has requested additional information be provided several times.